Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. Device had scratched display window. Unable to test for motor error due to no button response. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 142 mg/dl. Troubleshooting was performed. The device was returned for analysis.